Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection shows that the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the documentation shows that the production order was manufactured according to specifications. The in-line optical inspection data shows the lens is within power specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted as patient was seeing halos. The iol was exchanged with a different lens. No further information was provided.